Manufacturer narrative:
The product was not returned for evaluation (since the product sample was used in the patient) and lot number information has not been provided. Consequently, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the issue reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 3 of 3 reports which are linked to mfg report numbers: 1121308-2020-00058, 1121308-2020-00059. During a poster presentation at the (B)(4) neurosurgical society event held on (B)(6) 2020, it was reported that a high flow of cerebrospinal fluid leakage was confirmed when duragen was placed via transtuberculum or transpranum approach during an endoscopic nasal surgery on an unspecified date. There was no cerebrospinal fluid leakage observed after the procedure. The indication for use was pituitary adenoma. No allegation of product malfunction was reported, and no further information was provided by the facility. This adverse event occurred on three different patients, and this is the report for patient #2.